Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿vii. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the patient sat up at the bedside, drainage was on the sheets as the tubing from the wound drain was disconnected at the y connector after being placed the same day. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the patient sat up at the bedside, drainage was on the sheets as the tubing from the wound drain was disconnected at the y connector after being placed the same day. No medical intervention was reported.